Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, vyaire medical representative will send parts for replacement. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 401 - "inspiration valve or device leaky with alarm 316 - blower failure alarm confirmed found in logs. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Return analysis unit evaluation reveals that the electronics pcba was most likely damage from a defective moog blower being used that damaged the blower circuitry due to initial high current draw. Non-return analysis: exact root cause is not determinable. Most likely it is due to mainboard - blower controlling hardware. Lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor.